Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation: samples received: two open pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received two ampoules with the tip broken. The ampoules received have been optically evaluated and a defect in the tip of the ampoules was found. The leakage of the glue occurs through the tip. The device history record of this product has been reviewed and no deviations have been found. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K11959. If additional information is received a follow up report will be submitted.

Event description:
It was reported leakage occurred. The reporter indicated that when opening the package, it was found that two ampules had leakage. No other information has been provided. Associated medwatches: 3003639970-2019-00371.